Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient complained about two infusion sets fell off during use. Event took place on 23-june-2024 and 24-june-2024. Event took place during physical activity. Patient blood glucose at the time of issue was 350 mg/dl. Infusion sets were in use for 10 hours. Patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 2.